Event description:
It was reported that complications occurred following a pta/stenting treatment procedure. In 2004 the pt had one 10x30x75 and two 6x20x75 express biliary ld stents placed in the left common iliac artery. About two days after the procedure, the pt started to have fevers. Antibiotic treatment was started for about a week, however, the fever would not subside. Nine days later the physician decided to surgically remove the 10x30 stent. It was noticed upon removal of the 10x30 stent that it was surrounded by pus. At that time, the physician felt that the two 6x20 stents were not infected, and elected to leave them in place. The pt expired 4 days later from multiple organ failure. The physician believed the cause of the infection was a break in sterile technique. In addition, the physician was not certain whether the other two stents were also infected. Same as manufacturer# 6000089-2004-00468 and 6000089-2004-00467.